Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent due to additional medical records provided to davol by the patient's attorney. The medical records provided indicate the patient underwent additional surgical procedures. Per the information provided it appears that the bard flat mesh implanted in 2002 was not mentioned or visualized in any of the subsequent surgeries post implant. With the current information provided no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. This file represents the flat mesh implanted in 2002. Please see 1213643-2017-00334 for the bard flat mesh implanted in 2008.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with vaginal vault prolapse and underwent abdominal vaginal sacrocolpopexy with marlex mesh, abdominal moschowitz enterocele repair, bilateral paravaginal repair and bilateral burch urethropexy. Per op details "a marlex strip was trimmed to fit the upper vagina and fixed to the vaginal apex with six sutures of ethibond. The marlex was then trimmed to fit lengthwise and was sutured with the previously placed sutures to the sacral promontory." On (B)(6) 2003 - the patient was diagnosed with urinary incontinence. The patient underwent implant of a non-bard davol pubovaginal graft. The operative report details did not mention any visualization or involvement of the bard flat mesh. On (B)(6) 2008 - the patient was diagnosed with total vaginal vault prolapse and underwent lysis of adhesions and an abdominal sacrocolpopexy with implant of a second bard flat mesh. The operative report details did not mention any visualization or involvement of the previously implanted bard flat mesh. On (B)(6) 2015 - the patient was diagnosed with enterovaginal fistula. The patient underwent a small bowel resection, excision of the enterovaginal fistula and a partial explant of the flat mesh implanted in the 2008 procedure. Per operative details "the small bowel in 2 different locations was stuck down to the mesh involving the colpopexy. Gia stapler was used to divide the loops of small bowel, which had to be resected on block with the fistula and mesh. Scissors were used to cut across the attachment of the mesh to the anterior sacrum. A very careful effort was then made to remove every single one of the mesh fibers from the anterior sacrum which was challenging due to the large amount of dense scar here." The operative details provided did not mention any visualization or involvement of the flat mesh implanted in 2002. On (B)(6) 2015 -- the patient underwent several months of home physical and occupation therapy.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the other bard flat mesh device implanted in (B)(6) 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2002 - the patient underwent an unspecified pelvic procedure with implant of a bard flat mesh and implant of a non-bard davol mesh. On (B)(6) 2008 - the patient underwent an unspecified pelvic procedure with implant of a bard flat mesh and implant of a non-bard davol mesh. The attorney alleges the patient experienced pain, "pain and suffering" and disability.